Manufacturer narrative:
On 03 november 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (stem and head) occurred 5 years after primary cementless total hip arthroplasty in a (B)(6) year-old woman. Images show the presence of radiolucent lines in gruen zone 1, reduced bone density in the trochanteric region and a peculiar cavitary defect in the medial cortex, at the lesser trochanter level, origin and cause unknown. This unusual situation may likely have contributed to stem loosening; however, aseptic loosening is a possible, literature described mid-term adverse event after total hip replacement and causes are often unknown. In this case, the reason of failure cannot be determined.

Manufacturer narrative:
Batch review performed on 24 october 2017. Lot 113579: (B)(4) items manufactured and released on 14 december 2011. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event.

Event description:
Revision of the stem due to aseptic loosening.